Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever, vomiting, diarrhea, abdominal pain and turbid fluid. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was on unspecified treatment (dose, route and frequency not reported) for peritonitis at the time of report. The patient outcome of this peritonitis event was not reported. Action taken with dianeal therapy was not reported. Additional information was unable to be obtained.